Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) monitor was unhinged. The issue was found during pre use check, hence no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1(telephone), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) arrived at the site to inspect the equipment and and assess the monitor physically. Found that the left hinge was totally damaged and the impact was hard enough to cause the right hinge to be damaged as well. The functionality of the monitor is ok but the monitor module is recommend to be replaced as further damage will cause the module to break into 2 separate screens. Quotation provided. On 6/2/2025 fse replaced the top level display (d997-00-1181). Re-installed the software and perform all the safety checks. Unit passed.